Event description:
It was reported that a user experienced continuous glucose monitoring pairing issues in which libre 3 plus sensor data displayed on the phone application but not on the ilet, with the ilet application indicating the sensor was already in use. Symptoms included no ilet cgm readings. Outcomes included no alerts or alarms and successful restoration of function after guidance. Investigation included troubleshooting and user education on pairing limitations and correct setup. Investigation of this case revealed that the sensor had been paired to the libre application first, which prevented pairing to the ilet, consistent with expected single-pairing cgm behavior; deleting the libre app and starting a new sensor within the ilet app resolved the issue and initiated warm-up. It was concluded, based on established findings for similar reports, that user setup error related to cgm pairing configuration caused the event.